Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored. The keypad was damaged with button unresponsiveness. The audio bolus button was unresponsive and damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. The keypad cover was noted to be torn and damaged with the up arrow button contact missing. On testing, the up arrow button was inoperable. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contact of the down arrow button misaligned and contamination under the contacts of the contrast and down arrow buttons. The audio bolus button was unresponsive. The audio button cover was removed for investigation and revealed the button's slug was missing.